Event description:
It was reported the patient experienced an infection around the implanted components that was "treated". No dates, symptoms, or specific treatments were reported. Additional information received indicated the event was not attributed to the device. The physician confirmed the infection but provided no additional symptoms or clinical information. The patient outcome was reported as: no injury.